Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding / blood clots"), infection ("blood clots infected"), pelvic abscess ("infection (other) describe: pelvic abscesses as a result of the removal surgery"), abdominal abscess ("abdominal abscess"), pulmonary embolism ("blood or heart disorder/condition type: bilateral pulmonary embolism"), intra-abdominal hemorrhage ("blood or heart disorder/condition type: blood clots in lungs and abdomen, complication of surgery") and pulmonary thrombosis ("blood or heart disorder/condition type: bilateral pulmonary embolism") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty in placing essure device". The patient's concurrent conditions included obesity, abdominal tenderness, vaginitis, uterine bleeding, uterine leiomyoma and fever. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 11 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: left ovarian cyst and enlarged uterus") and uterine enlargement ("tumor / teratoma / cancer type: left ovarian cyst and enlarged uterus"). On (B)(6) 2015, the patient experienced artificial menopause ("hormonal changes describe: premature menopause as a result of full hysterectomy with bilateral salpingo-oophorectomy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion hospitalization), infection (seriousness criterion hospitalization), pelvic abscess (seriousness criteria hospitalization and medically significant), abdominal abscess (seriousness criteria hospitalization and medically significant), pulmonary embolism (seriousness criteria hospitalization and medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) urinary tract/vaginal)") with vaginal discharge, depression ("psychological or psychiatric problems condition: depression"), abdominal distension ("bloating") and pelvic discomfort ("pelvic discomfort"). The patient was treated with antibiotics and surgery (pelvic surgery, full hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal distension had resolved, the genital hemorrhage, infection, pelvic abscess, pulmonary embolism, intra-abdominal hemorrhage, pulmonary thrombosis, dyspareunia, artificial menopause, vaginal hemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, dysmenorrhoea, ovarian cyst, uterine enlargement and weight increased outcome was unknown and the pelvic discomfort had not resolved. The reporter considered abdominal abscess, abdominal distension, artificial menopause, depression, dysmenorrhoea, dyspareunia, genital hemorrhage, infection, intra-abdominal hemorrhage, menorrhagia, ovarian cyst, pelvic abscess, pelvic discomfort, pelvic pain, pulmonary embolism, pulmonary thrombosis, urinary tract infection, uterine enlargement, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubal occlusion. Nuclear magnetic resonance imaging - on an unknown date: bilateral pulmonary emboli. Pregnancy test urine - on an unknown date: negative. Smear cervix - on (B)(6) 2013: normal. Ultrasound scan - on an unknown date: enlarged uterus and a left ovarian cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, dyspareunia, menorrhagia, pelvic abscess, intra-abdominal hemorrhage, uterine enlargement most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. Event weight gain, abdominal abscess added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding / blood clots"), infection ("blood clots infected"), pelvic abscess ("infection (other) describe: pelvic abscesses as a result of the removal surgery"), pulmonary embolism ("blood or heart disorder/condition type: bilateral pulmonary embolism"), intra-abdominal haemorrhage ("blood or heart disorder/condition type: blood clots in lungs and abdomen, complication of surgery") and pulmonary thrombosis ("blood or heart disorder/condition type: bilateral pulmonary embolism") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty in placing essure device". The patient's concurrent conditions included obesity, abdominal tenderness, vaginitis, uterine bleeding, uterine leiomyoma and fever. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 11 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: left ovarian cyst and enlarged uterus") and uterine enlargement ("tumor / teratoma / cancer type: left ovarian cyst and enlarged uterus"). On (B)(6) 2015, the patient experienced artificial menopause ("hormonal changes describe: premature menopause as a result of full hysterectomy with bilateral salpingo-oophorectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion hospitalization), infection (seriousness criterion hospitalization), pelvic abscess (seriousness criterion medically significant), pulmonary embolism (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) urinary tract/vaginal)") with vaginal discharge, depression ("psychological or psychiatric problems condition: depression"), weight fluctuation ("weight gain / loss specify which one: weight fluctuations"), abdominal distension ("bloating") and pelvic discomfort ("pelvic discomfort"). The patient was treated with antibiotics and surgery (pelvic surgery, full hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal distension had resolved, the genital haemorrhage, infection, pelvic abscess, pulmonary embolism, intra-abdominal haemorrhage, pulmonary thrombosis, dyspareunia, artificial menopause, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, dysmenorrhoea, ovarian cyst, uterine enlargement and weight fluctuation outcome was unknown and the pelvic discomfort had not resolved. The reporter considered abdominal distension, artificial menopause, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic abscess, pelvic discomfort, pelvic pain, pulmonary embolism, pulmonary thrombosis, urinary tract infection, uterine enlargement, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubal occlusion. Nuclear magnetic resonance imaging - on an unknown date: bilateral pulmonary emboli. Pregnancy test urine - on an unknown date: negative. Smear cervix - on (B)(6) 2013: normal. Ultrasound scan - on an unknown date: enlarged uterus and a left ovarian cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, dyspareunia, menorrhagia, pelvic abscess, intra-abdominal haemorrhage, uterine enlargement most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, treatment medications, new events pulmonary embolism, intra-abdominal haemorrhage, artificial menopause, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, pelvic abscess, depression, dysmenorrhea, ovarian cyst, uterine enlargement, weight fluctuation, difficulty in placing essure device and blood clots became infected added. On 29-mar-2018: no new clinical information received. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.